Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had broken plastic around reservoir lock in ring. The customer's blood glucose was unknown at the time of incident. The customer reports that screen and button hazing. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had minor scratched lcd window, scratched keypad overlay, partial broken reservoir tube lip.